Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive, and the user also reported that when the ilet was paused it continued to deliver insulin; the user did not know their glucose level at the time and felt shaky, and a replacement device was arranged. Symptoms included shaking or tremors. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key or button, with the device component implicated being the switch or relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.